Event description:
Medtronic received information that this silicone membrane oxygenator exhibited a priming fluid leak from the green exhaust port on the bottom of the oxygenator. This observation was made after the primed device had sat unused for two days. The product was replaced with no patient involvement.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion: exact cause of event could not be determined, as no leak path could be identified during testing. Analysis: visual inspection shows no outward signs of damage to the outer wrap or ports. The device was run with fluid at 1.2 l/min with 4 psi back pressure for 1 hour. During this test, slight moisture was observed exiting the gas port. The device was then dissected which clearly shows some moisture inside the envelope. To identify the source for the moisture, the unit was dried 24 hours and vacuum tested the next day. This test was performed several times because the leak location in the envelope was not evident. Despite exhaustive attempts to identify the source for moisture, a leak path could not be identified. However, because fluid was clearly observed during run and after dissection, analysis confirmed the complaint. Conclusion: reduced performance of the device occurred and is related to the event. Exhaustive testing failed to identify root cause for the moisture. Observation made during prime, with not patient involvement.